Event description:
Allegedly, the following occurred: the bag broke; no injury.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insuffcient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.